Manufacturer narrative:
Info was not provided by the affiliate. Info anticipated, but unavailable at this time.

Event description:
It was reported that, during a lobectomy, the device delivered an incomplete staple line. Another device was used to complete the procedure. There was no adverse consequence to the pt.